Event description:
Temp spike was noted from 36.5 to 40.2 one and one half hrs later. Temp came down to 38.8 four hrs later. Pt did not feel or act feverish. New digital thermometer was used and read 36.8. This is the second event noted. First pt was discharged home and placed on tylenol based on temperature prior to discharge.